Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient stated that the shocking had resolved following the lead replacement.

Manufacturer narrative:
Concomitant medical products: product ID 3093, lot# v000984, product type: lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that during her first implant in 2006, the healthcare provider (hcp) made an initial incision that was too far from the lead. The lead was replaced due to shocking. It was noted that the lead was not connected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.